Event description:
Our rep is reporting the following to us: in an acl procedure with the use of rigidfix the surgeon experienced some difficulties which resulted in the surgeon deploying one of the fixation pins behind the condyle, having to make an incision to retrieve the pin and leaving the repair with only 1 fixation pin instead of the 2 pin protocol. A rigidfix guide frame, either a 8mm or a 9mm femoral rod was being used (not known which) and 2 cross pin kits, a 210815, lots # 3708377 and 3828348. It seems that both sets of guide sleeves and their trocars welded together, also, the surgeon missed with the proximal sleeve and deployed the pin behind the condyle, having to retrieve it through an incision leaving only 1 pin for fixation. Also see associated mdrs 1221934-2013-00360, 1221934-2013-00362, 1221934-2013-00363 and 1221934-2013-00364

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation reveals no structural anomalies on the device that would have led to the reported failure. However, it was noted that the device appeared worn and the laser markings slightly faded indicating the device has been heavily used. The femoral rod was mated with the associated guide frame and no alignment issues were noted indicating the devices were not a root cause for the reported failure. Furthermore, no lot number was supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. The returned devices presented no anomalies and therefore were not the root cause for the failure. At this point, we cannot determine a root cause for this failure. The rigidfix system has a strong clinical history with no record of adverse events due to single-pin fixation. Based on the overall complaint rate, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our rep is reporting the following to us: in an acl procedure with the use of rigidfix the surgeon experienced some difficulties which resulted in the surgeon deploying one of the fixation pins behind the condyle, having to make an incision to retrieve the pin and leaving the repair with only 1 fixation pin instead of the 2 pin protocol. A rigidfix guide frame, either a 8mm or a 9mm femoral rod was being used (not known which) and 2 cross pin kits, a 210815, lots # 3708377 and 3828348. It seems that both sets of guide sleeves and their trocars welded together, also, the surgeon missed with the proximal sleeve and deployed the pin behind the condyle, having to retrieve it through an incision leaving only 1 pin for fixation. Also see associated mdrs 1221934-2013-00360, 1221934-2013-00362, 1221934-2013-00363 and 1221934-2013-00364